Event description:
This report is being filed after the review of a clinical evaluation report (CER) from a related research activity database (DRRA) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: HERNIAMED REGISTRY EXTRACTION ETHICON SecureStrap and ETHICON SecureStrap Open in elective laparoscopic incisional hernia repair (1-year Follow-up).2.4.1: Intraoperative complications: Type of tacks: ETHICON - SecureStrap ETHICON - SecureStrap Open; N % N %. Intraoperative complications - total yes 128 1.7 3 4.4, no 7294 98.3 65 95.6. Bleeding yes 56 0.8 1 1.5,no 7366 99.2 67 98.5. Organ injuries yes 95 1.3 2 2.9, no 7327 98.7 66 97.1. Vascular yes 23 0.3 0 0,no 7399 99.7 68 100. Bowel yes 64 0.9 2 2.9, no 7358 99.1 66 97.1. Bladder yes 2 <0.1 0 0, no 7420 >99.9 68 100. Stomach yes 0 0 0 0, no 7422 100 68 100. Spleen yes 2 <0.1 0 0,no 7420 >99.9 68 100, Liver yes 0 0 0 0,no 7422 100 68 100. Others yes 10 0.1 0 0, no 7412 99.9 68 100. 2.4.2: General complications: Type of tacks: ETHICON - SecureStrap ETHICON - SecureStrap Open, N % N %. General complications - total yes 190 2.6 0 0, no 7232 97.4 68 100. Fever yes 14 0.2 0 0,no 7408 99.8 68 100, Urinary tract infection yes 25 0.3 0 0, no 7397 99.7 68 100, Diarrhea yes 8 0.1 0 0, no 7414 99.9 68 100, Gastritis yes 4 <0.1 0 0, no 7418 >99.9 68 100. Thrombosis yes 4 <0.1 0 0 no 7418 >99.9 68 100 Pulmonary embolism yes 7 <0.1 0 0, no 7415 >99.9 68 100. Pleural effusion yes 8 0.1 0 0,no 7414 99.9 68 100.Pneumonia yes 23 0.3 0 0, no 7399 99.7 68 100. COPD yes 12 0.2 0 0,no 7410 99.8 68 100. Cardiac insufficiency yes 9 0.1 0 0,no 7413 99.9 68 100. Coronary heart disease yes 1 <0.1 0 0,no 7421 >99.9 68 100, Myocardial infarction yes 4 <0.1 0 0, no 7418 >99.9 68 100. Renal insufficiency yes 16 0.2 0 0, no 7406 99.8 68 100.Hypertensive crisis yes 9 0.1 0 0,no 7413 99.9 68 100. Patient deceased yes 0 0 0 0, no 7422 100 68 100. Others yes 92 1.2 0 0,no 7330 98.8 68 100. 2.4.3: Postoperative complications: Type of tacks ETHICON - SecureStrap ETHICON - SecureStrap Open; N % N %. Postoperative complications - total yes 277 3.7 4 5.9. no 7145 96.3 64 94.1. Bleeding yes 64 0.9 0 0, no 7358 99.1 68 100. Seroma yes 120 1.6 2 2.9,no 7302 98.4 66 97.1. Prolonged ileus or obstruction yes 33 0.4 1 1.5, no 7389 99.6 67 98.5. Bowel injury / anastomotic insufficiency yes 32 0.4 0 0, no 7390 99.6 68 100. Wound healing disorder yes 34 0.5 0 0, no 7388 99.5 68 100. Infection yes 29 0.4 1 1.5, no 7393 99.6 67 98.5.2.4.4: Complication-related reoperations: Type of tacks:ETHICON - SecureStrap. N %. ETHICON - SecureStrap Open. N %. Complication-related reoperations. yes 106 1.4 1 1.5,no 7316 98.6 67 98.5. 2.4.5: Recurrence, pain and complications on 1-year follow-up: Type of tacks: ETHICON - SecureStrap ETHICON - SecureStrap Open; N % N %. Recurrence on 1-year follow-up yes 433 5.8 7 10.3, no 6989 94.2 61 89.7. Pain on exertion on 1-year follow-up yes 1344 18.1 9 13.2, no 6078 81.9 59 86.8. Pain at rest on 1-year follow-up yes 721 9.7 10 14.7, no 6701 90.3 58 85.3. Pain requiring treatment on 1-year follow-up yes 572 7.7 6 8.8, no 6850 92.3 62 91.2. Trocar hernia on 1-year follow-up yes 43 0.6 1 1.5, no 7379 99.4 67 98.5. Secondary hemorrhage on 1-year follow-up yes 51 0.7 1 1.5, no 7371 99.3 67 98.5. Seroma on 1-year follow-up yes 248 3.3 2 2.9, no 7174 96.7 66 97.1. Infection on 1-year follow-up yes 136 1.8 1 1.5,no 7286 98.2 67 98.5.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon Inc, or its employees that the report constitutes an admission that the product, Ethicon Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.D4: UDI: As the catalog/model number was not provided, the (01)GTIN is not available.The single complaint was reported with multiple events. There are no additional details regarding the additional events.